Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the explanted ins and percutaneous lead was kept by the facility and not returned to the manufacturer. They indicated that the 97713 ins was replaced by a 97715, as the patient received the newest technology. It was noted that the cause of the lead migrating out of the epidural space was unknown. The lead was not advanced back into position because the physician had asked for a new lead. The rep stated that the cause of the lead being significantly on the right side was due to the patient¿s back and spine. The event was confirmed with the physician. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 977a260 lot# (B)(4) implanted: (B)(6)2017 explanted: (B)(6)2018 product type lead product ID 977a260 lot# (B)(4) implanted: (B)(6)2017 explanted: (B)(6)2018 product type lead codes reported in initial report apply to the two leads listed above . No allegations reported on the ins. Additional codes added to this supplemental report also apply to the two leads. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep). It was reported the doctor suspected the lead had migrated so an exploratory revision was performed on (B)(6)2018.  During the exploratory revision it was determined the lead had migrated and had come out of the epidural space.  The doctor tried to move the lead back into position but the lead that migrated would not advance.  Fluoroscopy also showed that the right lead was significantly over to the right so they decided to explant and replace both of the patient's leads.  The doctor also replaced the ins with a newer ins model.  The date of the lead migration was not provided to the rep so he did not know when that occurred. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient went to bed with good coverage and stim on and then woke up with pain and therapy not working. Impedances showed that all pairs were >10k ohms. The patient was not feeling any stimulation when the settings maxed out. A group therapy impedance measurement showed >4k ohms. The patient was to meet with their hcp in late april to address the issue. No further complications were reported.